Event description:
Customer reported a cracked and shattered touchscreen, which rendered the pump's touchscreen unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer planned to continue using the pump to bolus via the mobile app and then switch to pens once the insulin in the pump ran out.